Manufacturer narrative:
The insulin pump was received with detached end cap, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, broken belt clip slot, and scratched reservoir tube window. The drive support disk was inspected and no anomaly noted.

Event description:
It was reported via phone call that the insulin pump had a loose drive support disk. Customer stated the insulin pump was dropped and cracked. Advised customer the insulin pump will need to be replaced. Customer's blood glucose was unknown.